Event description:
It was reported that a remote transmission showed an alert for high pacing lead impedance on the right ventricular channel. The lead and device were explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of an impedance anomaly was confirmed in the laboratory. Review of programmer printouts indicated intermittent high ventricular pacing lead impedance measurements. The device was tested on the bench and no anomalies were found. The lead impedance measurements were found to be normal and the high pacing lead impedance could not be reproduced during further testing. The cause of the impedance anomaly could not be determined.